Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump did not give any occlusion alarms. Based on the patient giving a 10.0 unit bolus or an increase in her basal rate, the patient alleged the pump should have given an occlusion alarm. A review of the pump history revealed no occlusion alarms. There was no patient injury associated with this issue. As the issue was not resolved during the troubleshooting telephone call, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4):a review of the pump histories indicated no activity outside normal use. An ezprime function was performed successfully with no issues. The pump was exercised for 24 hours with no alarms occurring. Two occlusions were induced during investigation, and the pump emitted the appropriate audio-visual alerts. Both alarms were appropriately recorded in the pump histories. The complaint could not be confirmed or duplicated during investigation.